Manufacturer narrative:
(B)(4). Concomitant medical products: all poly patella, size 29 mm dia., standard 8.0 mm thickness, item # 00597206529, lot # 61947280; nonaugmentable stemmed tibial component option, size 3, item # 00598603701, lot # 61907210; femoral component option for cemented use only, size d, left, item # 00599601451, lot # 61829137. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event; please see associated reports: 0002648920-2018-00693, 0002648920-2018-00694, 3007963827-2018-00155.

Event description:
It was reported that patient underwent left total knee arthroplasty and subsequently has experienced continual pain and stated the prosthesis was recalled.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: a2, a4, a5, b4, b5, b7, d4, d6, e1, e2, e3, g3, g4, g7, h1, h2, h6, h10. UDI # (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Surgical notes were not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. The definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
No further event information available at the time of this report.